Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading at 400 mg/dl with nausea, thirst and drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there were air bubbles in the cartridge. It was reported that the issue recurred with multiple cartridge and they did not notice the problem prior to use. Review of cartridge filling technique revealed that the customer was not filling the cartridges correctly. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the instructions for use was not followed when filling the cartridges.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.